Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with a 16-58 stylet in the lead and the helix extended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and dizzy spells. Right ventricular (rv) lead exhibited high/unstable thresholds with intermittent loss of capture. Fluoroscopy showed the helix was bent and was unable to be screwed back into the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.